Event description:
After inserting an array multi-axial screw. In trying to disengate the instrument from the implant, the threads at the tip of the screw inserter outer sleeve frayed. Pt outcome is fine.